Manufacturer narrative:
(B)(4): separates is addressed in the provided IFU. No product was returned to assist in the investigation. In quality control, there is 100% inspection, ensuring the correct inside diameter and outside diameter of tubing and ensuring the material is free from surface defects, bumps, bulges and protruding coils. During final inspection, it is confirmed that the surface of sheath if free of excessive dents, bumps or scratches. This device is shipped with an instructions for use, (IFU) that cautions the end user that "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." Based on the physician's statement, it appears the failure mode described was due to pt anatomy. Records show this device was built prior to implementation of corrective action/preventative action, which updated the IFU to read, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.

Event description:
As reported to cook: a (B)(6), male pt with lots of scar tissue at the groin area, was having a procedure for groin access with the introducer and angioplasty to gain access to the vessels. When the physician tried to remove the sheath, it began to uncoil and break apart. As the physician attempted to remove the device with a snare and a larger sheath, the product continually snapped into pieces as it was being pulled; however, this was after the product had already broke apart. Info was provided that the pt had add'l surgery to remove the introducer. The pt did not have any adverse effects due to this occurrence.